Event description:
During the analysis it was identified that the handheld computer was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Continuity testing of the returned display identified an anomaly associated with the trace that is routed to pin 4 of the touch screen flex cable. Resistance readings associated with the circuit were higher than expected (read approximately 1.2k ohms for pin 4 nominal is approximately .418k ohms). Pressed on the flex cable where it attaches to the touch screen, and identified that the resistance reading was still significantly higher than expected. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(4) computer was continually looping through the alignment screen. Performing a hard reset and cleaning the edges of the computer did not resolve the issue. The computer and flashcard have been returned and are pending product analysis.